Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician had trouble repositioning the lead due to extreme difficulty advancing the stylet. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. The outer tubing overlay had blood/body fluid and a breached cut. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant.